Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing during a wedge/segmental resection, the device stopped firing in the middle of the procedure, and the reload was unable to be fired until the end with a knife came back to its location. They used another device to complete the case. There was no patient injury.